Event description:
Additional information was received that the device was explanted and replaced to resolve this event. The patient was stable.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet received. The patient was stable.